Event description:
The following description of the event was copied by a carefusion tech support specialist from an e-mail from the foreign distributor's rep. "Incoming inspection failure. The alarm didn't alarm at all. (B)(4)".

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch report will be submitted.